Event description:
It was reported that the patient was transferred while connected to the emergency/transport ventilator. During the examination process, the ventilator malfunctioned and ceased operation, displaying a "mechanical failure" alarm. The ventilator was immediately disconnected and the patient manually ventilated using a breathing bag. After replacement of the ventilator the patient was transferred for examination again. No serious injury or further impairment of patient´s health was reported.

Manufacturer narrative:
The affected device was inspected after the event by a draeger field service technician - the device malfunction was confirmed and a failed sensor board was identified. After its replacement and calibration the device was finally tested successful. The manufacturer reviewed the provided device logfile - this confirms the reported event and malfunction on the reported date - the reported repair action was assessed to be appropriate. Due to the fact that the device was manufactured in february 2012, i.e. Approx. 12 years in use, the identified component failure does represent an unusual occurence and also other field data does not indicate the neccessity of further investigation. The device behaved as intended, detected and alarmed/indicated a malfunction. Reportedly the user reacted accordingly changing the device/ventilation - no injury to the patient occured/reported.